Event description:
It was reported the needle stylet (wire) was difficult to remove from needle hub during a cervical transforaminal lumbar block procedure. The clinician stated the extra force needed to remove the stylet from the needle hub made the needle difficult to control. No harm came to the patient and there were no adverse effects reported as part of the complainant follow-up.